Event description:
The customer reported that while installing his olympus evis exera iii video system center, an e315 unsupported error code appeared on the display. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.